Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that this device battery may have depleted prematurely. At the last patient check up almost a year ago, the battery remaining stated 2 years left. At the most recent follow up, the device is at end of life (eol). Since this patient is dependant and the thresholds were increasing the decision was made to explant the device in the very near future to avoid any compromise of therapy. To date, there have been no adverse patient effects reported.